Event description:
It was reported that the patient presented for a scheduled procedure. Prior to the procedure, it was discovered that the right ventricular lead exhibited high capture thresholds and reduced sensing. The lead was explanted and replaced. There were no patient consequences.